Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. However, sister samples were received under other complaints. The received sister samples were reviewed and there were samples that were found to have tearing on the seals. The reported complaint can be confirmed. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and the lot number was found to fall under the scope of CAPA (corrective and preventative actions) which are in process.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending. Initial reporter (full) phone: (B)(6).

Event description:
A tego¿ connector was reported to be obstructed during use of a patient's hemodialysis session, and the connector needed to be replaced. The hospital infection service was activated to report a healthcare-associated infection associated with the central venous catheter. The patient presented respiratory discomfort and malaise; however, there was no harm reported as a result of this event. Additional information was later received stating that the reported event did not cause or contribute to any patient harm or clinical injuries. Furthermore, it was reported that the involved patient did not suffer any type of infection.